Event description:
Lap sleeve gastrectomy surgery, upon manipulating the liver retractor (short triangle lap instrument) to have it flexed, it broke and metal pieces, wire exposed and detached while inside the body via laparoscopic trochar. Intra-op xray performed.